Manufacturer narrative:
This is a resubmission of the original MDR (submitted via paper copy on 03/03/2015) made at the request of the FDA who notified the company they cannot locate the original MDR.

Event description:
The customer reported an issue with the beneview t series monitor which may have affected gas monitoring. No patient injury was reported.